Event description:
Healthcare professional reported "breast cancer" (ndr) and "it is still a malignant disease, potentially dangerous, that is cause by this type of implants". Later, healthcare professional reported "baker iii capsular contractures" and "extremely fine soft parts in a very lean patient". This record is for the right side. Device was explanted and it is not available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "baker iii capsular contractures". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "baker iii capsular contractures". Continued e1 phone number: (B)(6).